Manufacturer narrative:
The product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
An ophthalmologist reported that following an intraocular lens (iol) implant procedure, the patient experienced deviated visual acuity. The incision was enlarged. Additional information was provided that the iol was exchanged 2-3 months following the initial implant procedure. There was no product defect and the event was not associated with the iol. No details were provided explaining the possible cause of the event.

Manufacturer narrative:
Evaluation summary: the product was returned. Solution is dried on the lens. Both haptics are slightly bent in the gusset area. The optic is cut into two portions, typical of an insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified cartridge, with a non-qualified handpiece, and viscoelastic. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. (B)(4).

Event description:
Additional information was provided indicating that the patient recovered. According to the physician the event was not related to the device. The physicians' comment were poor compatibility with the iol.